Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the negative pressure of the blood collection vessel was seriously insufficient when collecting blood from blood collection bag, which affected the blood collection quality."

Manufacturer narrative:
Investigation summary: bd received 20 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The first photo shows a clear liquid in the tubes at varying amounts and below the fill line on the label, the second photo shows blood in the tube below the fill line on the label. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the negative pressure of the blood collection vessel was seriously insufficient when collecting blood from blood collection bag, which affected the blood collection quality.".